Event description:
On (B)(6) 2010, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter displayed an unknown message. The medical surveillance specialist (mss) spoke with the lay user/patient's wife on (B)(6) 2010 and obtained the following information: the reporter confirmed that the alleged issue began sometime in 2008 or 2009; however, the reporter does not recall the specific date. The reporter confirmed the patient experienced shaking prior to the alleged issue; however, the reporter does not recall the date/time when the patient's symptom began. The patient manages his diabetes with 4mg of glyburide (twice a day) and 850mg of metformin (twice a day). After the alleged issue occurred (date unknown), the reporter confirmed the patient continued with his usual dose of medications; the patient did not have a secondary meter to test his blood glucose with. The reporter confirmed that on an unspecified date in (B)(6) 2008, the patient went to the emergency room(ER); however, the reporter does not recall the reason for the ER visit. The reporter stated since the alleged issue happened some time ago, she does not recall if the ER visit was before or after the alleged meter issue. The reporter indicated she does not remember what readings the patient obtained with the subject meter nor does she recall when the patient last tested with the subject meter prior to the ER visit. The reporter confirmed that during the ER visit the patient obtained a laboratory blood glucose result between "400-500mg/dl" and was soon after administered approximately 10 units of lantus (for the first time) as treatment by a health care professional (hcp).at the time of troubleshooting, the customer service representative (csr) noted the patient's wife did not have the patient's testing supplies available at the time of the call. The patient's wife informed the mss that the patient may have already discarded the subject meter and testing supplies. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: although it is unknown when the alleged issue occurred and it is also unknown if the alleged issue occurred before or after the patient received treatment from an hcp for hyperglycemia, the patient reportedly suffered a serious injury while using the lfs product.

Manufacturer narrative:
The 510(k) # is k061118.